Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. E1: email address unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported screw fracture.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received two (2) ilpc441u, (certain¿ low profile one-piece abutment 4.1mm(d) x 1mm(h)), one (1) ilpc443u (certain¿ low profile one-piece abutment 4.1mm(d) x 3mm(h) for evaluation. One (1) ilpc441u, (certain¿ low profile one-piece abutment 4.1mm(d) x 1mm(h)) was not returned for evaluation. Visual evaluation was performed, neither of the returned ilpc441u abutments were fractured. However, the returned ilpc443u was fractured at the threads. Additionally, all the abutments top ends had debris inside (no fragments). DHR review was completed for the subject lot number 2022111251. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022111251 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeds recommended value or material selection was not adequate to withstand recommended torque values for placement /seating or removal. Please note, the returned implant only had sign of use. The abutment was not fractured. Therefore, based on the available information, a device malfunction did not occur. The abutment was not fractured. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.